Event description:
It was reported that during a total knee procedure, the blade broke at the shaft and fell into the surgical site. It was also reported that the broken piece was extracted by the doctor and there was no pt injury as a result of this event. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation, it was discarded. Lot number info has not been provided to permit further investigation. The root cause is undetermined.